Event description:
It was reported that all keys on a pump keypad (other than the on/off key) are inoperable.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the ok, #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function (e.g. When the setup key is pressed setup followed by the ok key will be entered). This condition does not allow the user to program or start an infusion. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.